Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned and guide had multiple scrapes and nicks suggesting multiple uses. The pin seized in the guide. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices - headless trocar drill pin 3.2 mm diameter 75 mm length, item # 00590102000, lot # 63504566. Foreign source - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-03891.

Event description:
It was reported during a knee arthroplasty, the drill pin jammed and got stuck in the cut block causing the head of the drill pin to fracture. The malfunction caused a delay of less than fifteen minutes. No adverse events were reported as a result of the malfunction.